Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event on 05-jun-2026 due to an occlusion at the infusion set tubing and was treated with a corrective insulin pump.